Event description:
Procedure type: roux-en-y. According to the reporter: while the orvil was being introduced to the operative site via the esophagus, the tubing came away from the anvil, leaving the anvil in the esophagus. Incident did not produce increased or excess blood loss or pt injury. Operative time was extended approximately 30 minutes. No pt injury noted. No excess blood loss. No operative conversion. No retained materials. Another device was applied to complete procedure.

Manufacturer narrative:
(B)(4).